Manufacturer narrative:
The manufacturer has not received sample in time for this report. The results of the investigation are not available at the time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: a piece of plastic was found loose inside the tube. The patient had to be extubated and reintubated. No patient injury reported.